Event description:
It was reported that during a follow up in clinic, an inaccurate longevity measurement was noted on the device. Abbott technical support was contacted and the inaccurate measurement was suspected to be due to the diagnostics having been cleared from the device prior to the interrogation. The device was re-interrogated and accurate longevity measurements were noted. The patient was in stable condition.